Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
I was reported that this right atrial (ra) lead was fractured. This lead was scheduled for extraction. To date, the lead remains in service. No adverse patient effects were reported.